Event description:
It was reported that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a band was attempted to be deployed onto the varix; however, the band pulled upwards towards the scope as opposed to downwards onto the varix and the device failed to deploy off elastic bands. Reportedly, a slight bleeding was noted in the patient. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. The patient has been fully recovered. ***additional information received on october 12, 2020*** it was reported that the patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed, and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a band was attempted to be deployed onto the varix; however, the band pulled upwards towards the scope as opposed to downwards onto the varix and the device failed to deploy off elastic bands. Reportedly, a slight bleeding was noted in the patient. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. The patient has been fully recovered.